Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a29g. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during bladder total extirpation with da vinci, the cartridge could not be removed after the first firing. Then, the surgeon pressed the device against the mayo table, and the cartridge was removed from the jaws. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.